Manufacturer narrative:
Approximate age of device- 1 year, 6 months. Manufacturer's investigation conclusion: a specific cause for the reported event of infection could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists localized, driveline, and pump pocket or pseudo pocket infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This IFU and the hm3 lvas patient handbook both outline care instructions for preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced abdominal discomfort around the area of the driveline tract about a week ago. In the next day, the patient noted yellowish drainage from the driveline and was given doxycycline. The patient was then admitted to the hospital for driveline infection and was given vancomycin and zosyn. CT of the abdomen showed small fluid collection in the right anterior abdominal wall surrounding the driveline. The patient received driveline debridement, drainage, and rerouting on (B)(6) 2018. Cultures remains negative to date (ngtd). The patient was discharged on (B)(6) 2018.